Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2000 ohms. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.